Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent ventricular undersensing with what appeared to be a fine vf was observed via a merlin.net transmission. The device began to charge, but terminated the rhythm after marking a return to sinus rhythm. No ventricular capture in the freeze capture from about 4 hours after the episode was recorded. Programming changes were discussed. Upon further follow-up, we were learned that the patient expired. The amplitude of vf on the device was undersensed due to the vt-zone being programmed incorrectly, thus the vf could not be terminated properly.